Event description:
The biomedical engineer (bme) reported that the v60 ventilator had a display that was dim. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. During troubleshooting, the remote service engineer (rse) did not specify if the issue was replicated. The rse advised the bme to replace the lcd (liquid crystal display) to the second generation. The bme was provided with the part numbers for the lcd upgrade. It was noted that the customer was expected to order the replacements. The investigation is ongoing.